Event description:
Pt was diagnosed with cardiomyopathy in 2/93 and was awaiting a heart transplant. On 3/11/93 drs implanted an lvad (left ventricular assist device). This device was to be a "bridge to transplantation." Pt was to be on it until a donor heart was available. The device was used improperly. On 9/13/93 a donor heart came in for pt. Drs opened pt for transplantation and found that pt's own heart, which was enlarged by an unknown virus in 2/93, became smaller in size. The drs decided not to transplant heart and instead of using the device as a "bridge to transplantation" used it as a "cure to cardiomyopathy" knowing that the only known cure for cardiomyopathy is transplantation. Pt was sent home and readmitted on 12/9/93 and died on 12/16/93. The device is not approved by the FDA to be used as a cure to heart disease. The improper use of this device should be investigated upon rptr's request. Rptr is requesting this because as a mother of a 19-yr-old boy who died, rptr is afraid that it will happen to another innocent child who will be used as a guinea pig to promote a device which obviously has not been laboratory tested enough.